Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Further follow-up indicated that the ipg was explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that an ipg replacement surgery was scheduled for the patient due to an inoperable ipg. The ipg became inoperable after the patient failed to charge the device for approximately 6 months,